Event description:
A patient reports following lasik surgery in 2006, he is undercorrected in one eye. The patient stated he was +9.00 preoperatively and +2.75 postoperatively. The patient declined to provide his contact information and declined to provide information regarding the operating surgeon. No follow-up was possible.

Manufacturer narrative:
The patient declined to provide the name and address of the operating surgeon, so no technical or clinical evaluation was possible. (B)(4).